Event description:
Reporting status: serious injury/medical intervention/malfunction. Reporting rationale: stent dislodgement/dissection/medical intervention. Device issue: stent dislodgment. It was reported via trail that after the stent was removed from the package the device was wiped down. Apparently, during this wipe down, the stent dislodged from the balloon on the stylet, however, this was not noticed and the device was advanced in the pt and the stent was though to be deployed successfully. During post dilatation with the empty stent delivery system balloon, a spiral dissection occurred, which required an additional stent to be deployed to treat the dissection. When it was realized that the stent was not in the pt, upon looking for it, it was found on the stylet on the back table, inside the packaging sheath. No additional event or pt info is available.